Event description:
Customer's wife reported, on the first day of use of this meter, her husband took his regular dose of insulin, had an episode of not responding to her, walked into bathroom cabinet and hit head. He began seizing and stopped breathing for approx 20-30 seconds. Paramedics were called. Customer was treated with glucose intravenously and hospitalized. The wife expressed concerns that the readings were high on the meter; she reported in a follow up phone call that "he began to feel low" and she "took a reading that read higher than he felt." It is not known (at what point in time, during the course of this event), when the reading was obtained.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.